Event description:
Affiliate reported that the patient exhibited enlarged ventricles. An image found that csf leakage was coming from the valve. During a revision it was noted that the silicone housing was torn.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a cut/tear in the silicone housing. It appears to be a clean cut, which could justify that the device may have come in contact with the edge of a sharp instrument during the implant/explant of the device. This however could not be confirmed. The device was also subjected to various tests in which the device failed programming, and an occlusion was noted. Once the device was irrigated again the flow was normal and the device passed the programming tests. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.